Event description:
There was no reported patient impact associated with this complaint. The patient contacted animas on (B)(6) 2012 alleging that with every battery change he had to reset his basal rates. The subject pump was replaced.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history did not indicated basal rates clearing when pump was rebooted and re-primed. There were no delivery issues noted in history or during investigation. The battery was changed and pump did not lose basal settings. The pump was tested for 24 hours, unrelated to the complaint there was a defective component found on the printed circuit board (pcb).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.